Event description:
A trilogy ev300 ventilator was returned toa third party service center for routine preventative maintenance. The customer complaint of machine flow censor is giving inaccurate flow measurements while in patient use was confirmed. The technician recommended replacing the machine flow censor assembly to address the issue. No further investigation is required at this time.